Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had migrated. The pocket was revised. The device was explanted and replaced electively. The patient was stable and asymptomatic.